Event description:
We use a holmes air purifier in our home, model # hap-240. Overnight on 11/13/07, the motor caught on fire. It was throwing flame 12" out of the top of it. The fire department had to put it out. We were very lucky my wife woke up before it got out of control. She was able to get the unit out of the house before it did constructional damage to the house. My 2 children slept at the time, I was at work. These purifiers are regulated by the FDA. Holmes wants me to send it back to them for an investigation. I have the unit. Should I send it to them or to you instead? I am concerned that this could get swept under the rug.